Event description:
It was reported that during an unk procedure, there was a torn basket. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.